Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and 31mm watchman flx laa closure device and delivery system (wds) were used. The closure device was successfully implanted with a complete seal. When the physician was about to withdraw the was from the la, a clot was noted in the right atrium on transesophageal echocardiogram (tee). It was not attached to the was; it was mobile. A few seconds later the clot disappeared from the tee view. The activated clotting time (act) was 268 seconds. The patient was extubated and woke up with no hemodynamic or respiratory issues noted. The patient was transferred to the post anesthesia care unit (pacu).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and 31mm watchman flx laa closure device and delivery system (wds) were used. The closure device was successfully implanted with a complete seal. When the physician was about to withdraw the was from the la, a clot was noted in the right atrium on transesophageal echocardiogram (tee). It was not attached to the was; it was mobile. A few seconds later the clot disappeared from the tee view. The activated clotting time (act) was 268 seconds. The patient was extubated and woke up with no hemodynamic or respiratory issues noted. The patient was transferred to the post anesthesia care unit (pacu). It was further reported the patient was discharged the next day and that the patient was on apixaban, which was stopped 48 hours prior to the procedure.